Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller is being evaluated for a system controller exchange. The system controller (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 4 days ((B)(6) 2022, (B)(6) 2023, (B)(6) 2000 per time stamp). Events occurring on (B)(6) 2000 took place when the clock was not set. On (B)(6) 2022 at 14:06:10, backup battery fault alarms due to backup battery end of service life were active. The backup battery fault alarms continued until the driveline was disconnected for a system controller exchange on 14:25:42. The system controller was shut down at 14:28:02. The system controller was turned on again on (B)(6) 2023. Additional provided information communicated on (B)(6) 2023 indicated that the reason for the controller exchange on (B)(6) 2022 and the patient status post controller exchange was unknown. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(4)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿the 11 volt lithium-ion backup battery inside the backup system controller must be charged at least one every six months.¿ heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshooting all system alarms including backup battery fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for future use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged on (B)(6) 2022. The reason for the exchange was unknown.